Event description:
A (B) (6) male pt called into zoll lifecor customer support to report that his monitor was not showing anything on the screen and the tactile alarm was constantly vibrating. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor (B) (4) has been completed. The reported problem (screen blank and tactile alarm constantly vibrating) has been confirmed. The blank screen and continuous vibration were a result of the watchdog timer detecting a communication error between the digital signal processor (dsp) and the sys memory on the computer/analog pca. The root cause of the communication error cannot be positively identified but was likely a random memory chip failure. Once the c/a board was replaced, the unit operates normally. No adverse event resulted from the faulty c/a board. The pt rec'd a replacement monitor.